Manufacturer narrative:
The investigation determined issues with signal generation could be excluded. Similar cases from the customer show several samples with bubbles and clots, which is consistent with a pre-analytical issue. The alarm trace shows issues with sample clot and sample short alarms. The adjustment of the sample foam detection (sfd) camera was improved. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter received questionable elecsys ft3 iii and elecsys tsh assay results for one patient from the cobas e 801 module. The initial ft3 result was 1.01 pg/ml and the repeat result was 3.00 pg/ml. The initial tsh result was 0.0156 miu/l and repeat result was 0.933 miu/l. It was not known if any erroneous result was reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot numbers and expiration dates were requested but were not provided.